Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "hospice patient was on dobutamine. Their pump alarmed and they called a hospice nurse. Somehow during the course of the infusion, the rate of the dobutamine was mistakenly titrated. The patient was admitted to the hospital and later died. Pump treatment information:unknown. Type of drug:dobutamine".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "hospice patient was on dobutamine. Their pump alarmed and they called a hospice nurse. Somehow during the course of the infusion, the rate of the dobutamine was mistakenly titrated. Patient involvement: yes".